Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, user¿s handling or non-olympus cable mounted caused the malfunction, led to no image display. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of no image. The image also had horizontal white lines. The cable unit was faulty and found to have a non-olympus cable. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus there was no image on the device. The malfunction was identified during preparation for use prior to a diagnostic procedure. No patient harm or injury was reported.